Manufacturer narrative:
Initial trend analysis for lot 69315 was conducted, no malfunctions were found. This is the only complaint for lot 69315. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user states that syringes item 831565 lot 69315 are burred and bend upon insertion of the person.

Manufacturer narrative:
Retained lot samples for syringe lot 69315 were tested for burrs and needle bending. No abnormalities were found during testing.

Event description:
End user states that syringes item 831565 lot 69315 are burred and bend upon insertion of the person.